Manufacturer narrative:
Additional information: d1, d4, d9, g4, h3, h6. H10: one actual sample was received for evaluation and the product code was identified, however, the lot number remained unknown. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional tests which included leak, clear passage, and clamp function tests were performed with no issues noted. The connection between the frangibles and the connectors were verified during leak testing with no issues or leaks. Additionally, device testing using an in-house homechoice cycler machine was performed with no alarms. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell three of four of peritoneal dialysis therapy. During troubleshooting, it was determined that there was ¿fluid underneath the machine near display¿ during use of a homechoice cassette which led to the alarm. The bags were connected securely and properly. There was no damage noted on the supplies. Renal therapy services (rts) advised the patient to contact their nurse regarding the missed therapy. The patient would start over with new supplies.there was no patient injury or medical intervention associated with this event. No additional information is available.